Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient collapsed at home suddenly in the middle of the night and the family did not want further interventions done. The patient had no issues and was only 3 weeks post-implant. The family stated there were no alarms and he was properly connected to the power source. The patient expired and no autopsy was performed.